Event description:
Clinic notes dated (B)(6) 2013 indicate the patient's seizure activity has increased, per the patient's mother. Additionally, the patient can no longer feel stimulation. Follow up with the physician found that the physician believes the device is low and this therefore may be related to seizures activity. It could also be related to the disease state progression. The physician stated that it was hard to tell exactly and did not provide any other information. The generator was replaced on (B)(6) 2013 due to battery depletion.

Event description:
The generator was received for analysis on (B)(6) 2013. Generator analysis was completed on (B)(6) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.